Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcetriad rem indicator turns from red to green when the conmed thermogard pad is not placed on a patient. The generator was tested by the site¿s biomed and covidien sales using a covidien e2515h disposable pencil connected in the monopolar2 port. No output power was observed when the pencil was activated while the pad was connected to the unit and not applied to a patient. When the pad was properly grounded, the unit was found to have current output when activating the pencil. No patient injury was reported. The site indicated that the unit will not be returned for evaluation and a new rem receptacle was ordered.